Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient visited the outpatient department for the event. The patient was treated with unspecified antibiotics. At the time of this report, the patient was recovering from the peritonitis event and extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined follow up.